Event description:
Litigation alleges that patient experienced pain, discomfort, and inflammation in thigh and groin. Patient also experienced a popping and snapping sensation in hip joint when walking or moving to and from a sitting position. Update (B)(6) 2013- pfs and medical records received. Part/lot was provided it was confirmed that the patient was revised on (B)(6) 2013. Operative notes indicated that the patient was revised due to pain and a loose cup and stem. The cup and stem have now been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2384800 and be1e51. A search of the complaint database search finds additional reported incidents against lot codes 2305783 and 2386757 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.